Event description:
The customer obtained reproducible, (B)(6) vitros anti-hav igm results (B)(6) from a single patient sample run on the vitros eciq system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected results were not reported from the laboratory. It was noted that a result could not be obtained due to a possible sample interferent. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a reproducible, (B)(6) vitros anti-hav igm result was obtained from a single patient sample run on the vitros eciq system. The investigation could not determine a definitive root cause. There was no evidence that an instrument or reagent related issue contributed to the event. Additionally, an unconfirmed sample interferent cannot be ruled out as a contributing factor.